Event description:
It was noted at a device change out procedure that this rv pace/sense is intentionally switched with the lv lead in the header. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).